Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported that the user experienced a false low blood glucose (bg) reading of 42 mg/dl on the dexcom g7 while a confirmatory fingerstick measured 300 mg/dl. The caregiver administered sugar water and kool-aid in response to the false low, resulting in elevated bg. The user did not require hospitalization and recovered at home. No long-term health effects were reported.